Event description:
Customer reportedly received results of 119 mg/dl and 109 mg/dl on the advantage system and 27 mg/dl on a professional meter within 10 minutes. Customer was experiencing hypoglycemia symptoms at the time and was treated by the emt's with a tube of glucose. When the customer arrived at the hospital his blood sugar obtained by the hospital staff was 47 mg/dl. He was further treated with an IV that contained an unk amount of sugar, food and apple juice. Requested return of suspect device, however strips were not returned. On a separate day he reports receiving results of 135 mg/dl, 60 mg/dl, and 318 mg/dl on the advantage system within 10 minutes. No treatment reported. No adverse event related to these results. Requested return of suspect device, however strips were not returned.